Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported their bladder stimulator was not working, they were having severe leg pain and that they were having a problem where they couldn't get the stimulation to go up or down. The patient further clarified that the therapy was no longer helping with their symptoms since "about a year ago," that they'd been having some severe problems where they weren't emptying out like they used to. The patient stated they no longer had a managing health care provider (hcp) but that they mentioned it to their regular physician who told them upon the patient's first visit with them that they would "worry about" the therapy later. Patient services asked the patient if they thought the leg pain was related to the stimulation level being too high and the patient stated they didn't even think the stimulator was on and that the patient was told by physicians that their leg pain was from restless leg syndrome but the patient stated they didn't believe it was because the pain radiated down their leg from their hip area. The patient stated the leg pain began "about a year ago." Patient services asked the patient if they'd had any recent falls or traumas to the implant site and the patient stated they had fallen "about a year" ago and confirmed that their pain and symptom return had begun after their fall. The patient stated it seemed like every time they turned around, something was going on and that they had told their physician about it however nothing ended up coming of it. Patient services assisted the patient in connecting with their 3037 programmer both with and without the antenna attached however the patient received the poor communication screen each time and they were unable to connect to the implanted system. The patient stated they began seeing this message yesterday ((B)(6) 2022) and confirmed they were using (B)(4) alkaline batteries and that the batteries were new. The patient confirmed that when they reported they couldn't increase "up or down," they had been referring to seeing the poor communication screen. Given the age of the device, patient services suggested the potential that the implant had depleted and redirected the patient to an hcp to check the implanted system. Patient services also sent the patient physician listings so the patient could locate a new hcp. The patient was going to reach out to an hcp about their symptoms and leg pain and to have the hcp check the implanted system and potentially do some imaging scans to see how the fall had impacted the device. The patient's relevant medical history included the patient confirmed their previous implant was replaced because it had depleted normally. No further complications were reported at this time.